Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service did not reproduce the report of air pressure not being maintained. However; the main circuit board was replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, since the report of the insufflator not maintaining air pressure was not reproduced, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device. This late MDR is being submitted as a result of a complaint retrospective review.

Event description:
The customer reported the insufflator would not maintain air pressure after the device was in-use for an unspecified amount of time. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted for additional information obtained from the customer.

Event description:
The customer confirmed the device was inspected and no abnormalities were identified.